Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator indicating that the self-test does not pass and a "hardware problem, maintenance required" error message is displayed. The rse evaluated the device remotely and reviewed logs. The logs indicated that the device showed a material error on the printed circuit assembly (pca) therapy board. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the therapy pca. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator does not pass the self-test and an error message: of "hardware problem, maintenance required" is displayed. There was no reported patient involvement.